Manufacturer narrative:
(B)(6). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not received for evaluation; therefore, a device analysis could not be completed. However, a hole was reported in the patient line of the homechoice cassette, which is known to cause this alarm. The cause of the hole could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during initial drain of peritoneal dialysis therapy. During the troubleshooting, it was reported that there was a hole in the patient line of the homechoice cassette which resulted in a leak. Renal therapy services (rts) assisted the patient with clearing the alarm and the patient would start over with all new supplies. Proper procedures per the user manual were reviewed with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.